Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that device could not be interrogated with inductive telemetry. The transmitter was rebooted and wand was moved over implant site in circular motions but the device still couldn't be interrogated. It was suspected that the device is under muscle and clinician couldn't feel the device to confirm it's location. Clinic will contact abbott representative for assistance.